Manufacturer narrative:
The subject device was returned to and evaluated by olympus. The phenomenon was confirmed during inspection. The device was repaired and sent back to the user facility. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon occurred due to a faulty main circuit board. It has been more than 12 years since the device was manufactured, and it is likely that the main board deteriorated over time due to long-term repeated use. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
The customer contacted olympus to inform that during preparation for use, the clv-180 was unable to get the lamp ignited. No patient impact was reported to olympus. No additional information has been obtained.